Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10115 (et tube, cf, 7.5) for investigation. The returned et tube was visually examined with and wit hout magnification. Visual examination of the returned et tube revealed that the sample appears typical. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate was made to detect any leaks. Upon injection, the et tube was able to inflate and no leaks were detected. No functional issues were found with the returned sample. Other remarks: the IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "balloon leaking" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A DHR review was performed and showed no evidence of a manufacturing issue. No functional issues were found with the returned sample. No further action will be taken.

Event description:
Customer complaint alleges that the balloon was leaking during use on a patient. No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, 50 samples were taken from current production at the manufacturing facility and inspected according to the quality procedure. No issues were detected. The complaint could not be confirmed as the sample was not returned for evaluation. If the sample is returned, a follow-up report will be submitted with the investigation results.

Event description:
Customer complaint alleges that the balloon was leaking during use on a patient. No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges that the balloon was leaking during use on a patient. No patient injury or consequence reported. Patient condition reported as "fine".